Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported by the clinician that a "new bag of insulin was emptied on a patient in (10) ten minutes after being hung". There was patient involvement but unknown outcome. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a "new bag of insulin" over infused within ten (10) minutes after being hung. There was patient involvement but unknown outcome. Although multiple attempts have been made, no additional information has been provided.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that a "new bag of insulin" over infused within ten (10) minutes after being hung. There was patient involvement but unknown outcome. Although multiple attempts have been made, no additional information has been provided.